Manufacturer narrative:
The pod was received with the needle mechanism in the not deployed position. Inspection of the pod data shows the pod was deactivated after completion of first prime and that first prime occurred in an expected number of pulses. Inspection of the pod did not find any abnormalities that would lead to the user reported event of a needle mechanism failure. The pod was observed to function as expected. No problem was found. The pod was returned with the needle mechanism in the not deployed state. The cannula was never inserted into the skin. Inspection of the pod and pod data found the pod functioned as expected. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated. The patient's blood glucose (bg) values reached 282 mg/dl.